Event description:
New information received notes programming changes had not yet been made but the physician had been made aware of the recommendations. A scheduled date for a follow up in clinic was not available. The clinician indicated the undersensing and auto mode switching had been a known issue but the patient had experienced no adverse events or consequences as a result of the event. The patient was being monitored and was stable.

Event description:
It was reported that intermittent undersensing of atrial fibrillation and automode switching was observed on the pacemaker. Programming suggestions would be to reduce the post ventricular atrial blanking (pvab) period but the pacemaker was already programmed to the lowest setting and the rhythm was coming in below 60 ms. The observation was to be discussed with the provider. No patient consequences were reported.